Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed for "pca dose cord disconnected". Silenced alarm and acknowledged. Pump returned to running but soon the alarm returned. Battery door opened and closed. Restarted but alarm returned right away. Pump stopped and powered off. They were unable to close a clamp on the tubing. This occurred at the patient's home and was operated by a health professional. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.